Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves. Risk assessment: a risk review performed for the faradrive device confirmed that the event of "visible air/bubbles" is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. A risk review was performed and references a leak on the device. The maximum severity associated with this event is a 2 based on the information provided within the event description, requiring additional intervention (sheath replacement). Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: boston scientific's investigation determined the tears in the silicone of the hemostatic valves most likely caused the leaking observed clinically and was likely attributed to the device design. A corrective and preventive action (CAPA) investigation was initiated to further evaluate these events and determine the root cause.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. No information is mentioned. The procedure was completed successfully by using original method. No patient complications have been reported. The product return status is unknown. It was further reported while flushing the sheath, the physician noticed that the valve was leaking and air was entering the sheath. Both saline and blood was leaking. The device is expected to be returning.

Manufacturer narrative:
Update to the initial, MDR in block(s)b5.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use.while flushing the sheath, the physician noticed that the valve was leaking and air was entering the sheath. The procedure was completed successfully by using original method. No patient complications have been reported. The product return status is unknown. It was further reported both saline and blood were leaking. The device is expected to be returning.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use.while flushing the sheath, the physician noticed that the valve was leaking and air was entering the sheath. The procedure was completed successfully by using original method. No patient complications have been reported. The product return status is unknown.